Event description:
Report of an over-delivery for an unresponsive patient using a patrol pump set. The feeding rate was set at 62 ml per hour and total of 1500 ml hung (time unreported). At 12:30 am, the patient was found to have vomited and 500 ml of formula delivered over an unknown amount of time. Residuals of 420 ml were noted, and the physician ordered the feeding held. The blue connector of the feeding set was reportedly not in the slot above the rotor. The feeding set safe-t-valve was broken causing rapid infusion of the tube feeding and the pump did not alarm. Redisuals were checked again at 6:00 am and found to be zero. The feeding was resumed. The patient was not reported to have experienced a serious injury or illness associated with the complaint.